Manufacturer narrative:
Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that during a procedure the core console was switching from "shaver" to "bur" on its own. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the core console was switching from "shaver" to "bur" on its own. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.